Event description:
It was reported to the covidien rep that a pt has a shiley non disposable tracheostomy tube and inner cannula. The connection between the interface of the inner cannula and the trach is leaking volume from the ventilator. The covidien rep stated to his knowledge the pt still has the device in, and he has requested that they save the device so he can send it in for eval when they do change the tracheostomy tube. There was no other info regarding the pt or any required medical intervention performed.

Manufacturer narrative:
At this time attempts are being made to obtain the sample and further info from the customer.